Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) and a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported that the patient lost symptom control an hour after their last adjustment. The patient¿s symptoms are normally controlled with stimulation, but they have had festination of gait and balance issues which caused some falls. Impedances were within normal limits. A week prior to this report, the patient¿s medications was changed from regular sinemet to rytary. The patient was also referred to physical therapy for balance training. On the day of this report, the patient¿s physical therapist noticed they were doing worse than they had seen. The patient was sent to see their physician. The device was checked and it was confirmed that it was on and functioning. The patient was unable to ambulate without festinating or falling and had to use a wheel chair to get around. The physician switched the patient from rytary back to sinemet at the original dose prior to deep brain stimulation (dbs). The device was turned off until the patient¿s medications are leveled out and more on/off testing can be done. The patient was tentatively scheduled for on/off testing and possible MRI to check lead placement on (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was remapped and a more proximal contact was chosen. The reported symptoms have improved since the change in programming and has been sustained for a couple of weeks at the time of this report. No further complications are anticipated.